Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a recommended bolus dosing of 63 units for a blood glucose (bg) value of 298 (mg/dl) and 61 grams of carbohydrates. Review of the customer's pump settings showed that the carbohydrate ratio was set at 1unit:1gram. Reportedly, the pump setting had been recently changed by the customer's health care provider. Review of the customer's previous settings showed that the carbohydrate ratio had been previously set at 1unit:9grams. Tandem technical support assisted the customer in adjusting the desired pump settings.